Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) balloon was implanted on (B)(6) 2019 and repositioned on (B)(6) 2019 due to unspecified reason. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.